Event description:
An 8mm nim emg endotracheal tube -xomed/medtronic- was placed for anesthetic management and neuro-monitoring of an acoustic neuroma removal. Post-operatively, because of the length of the procedure, the et was left in place. During the evening the patient was suctioned for secretions. In the morning the staff related difficulty passing the suction catheter deep into the respiratory tree. At this point the patient was awake and the et was removed. Upon removal a large tangle of wire was noted at the distal end of the et and extending approximately 1/2 inch beyond the distal opening. Upon inspection it was noted that the internal spiral wire of the et had unwound and had been forced into the patient's trachea. The wire appeared intact and no wire remained insitu.